Event description:
It was reported that after insertion into the patient¿s body, liquid leakage occurred when flushing the catheter. The catheter was immediately pulled out on the operating table and a small breach was found on the catheter. The nurse thus removed the catheter from the patient¿s body. The patient is in good condition and no impact was caused to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Usage residues were evident throughout the sample. An attempt to infuse water through the sample using a 12ml syringe revealed a leak between the 37cm and 38cm depth markings. Microscopic inspection of the leak site revealed a small diagonally aligned split. Diagonally aligned impressions were observed in the vicinity of the split. Following longitudinal bisection of the catheter near the split site, inspection of the inside surface of the catheter revealed longitudinally aligned scoring marks. The damage on the inside surface of the catheter was more extensive than that observed on the outside. The damage features were consistent with damage caused by friction between the stylet and the catheter during manipulation/removal. Such friction may occur if the stylet is not wetted prior to manipulation/removal and if the catheter is pinched or constrained during stylet removal. These observations appeared consistent with the event description, which indicated that leakage was found immediately following catheter placement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that after insertion into the patient¿s body, liquid leakage occurred when flushing the catheter. The catheter was immediately pulled out on the operating table and a small breach was found on the catheter. The nurse thus removed the catheter from the patient¿s body. The patient is in good condition and no impact was caused to the patient.